Manufacturer narrative:
Correction: procedure was corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that the patient experienced 2 syncopal spells and presented in the emergency room on (B)(6) 2019. Upon interrogation, it was found the right ventricular lead exhibited high, out-of-range, impedance for nearly two months. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced 2 syncopal spells and presented in the emergency room on (B)(6) 2019. Upon interrogation, it was found the right ventricular lead exhibited high, out-of-range, impedance for nearly two months. The lead was capped and replaced on (B)(6) 2019. The patient was stable and was discharged.